Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. On unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the secondary port on the cassette of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.